Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: the probe fired when not in use, sparks seen. Probable root cause: probe short. Button stuck on firing position. Fluid ingress. Suction tube cut. Button inadvertently pressed. Damaged insulation. User accidentally submerges device. Inadequate gluing operations (tip and core/lumen) or inadequate gluing/welding of core to handle. Console error. Use error.

Event description:
It was reported that the product activated on its own and sparked. The procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: the probe fired when not in use, sparks seen. Probable root cause: - probe short - button stuck on firing position - fluid ingress - suction tube cut - button inadvertently pressed - damaged insulation - user accidentally submerges device - inadequate gluing operations (tip and core/lumen) or inadequate gluing/welding of core to handle - console error use error.

Event description:
It was reported that the product activated on its own and sparked. The procedure was completed successfully.